Manufacturer narrative:
The initial failure description was that the rotaflow displayed the error message "b temp error". A getinge field service technician guided a engineer from the hospital to open the battery box and re-plug the batter wiring on (B)(6) 2021. The device was then restarted and the reported "b temp error" has been resolved. A similar failure ("b temp error") was already investigated by our life-cycle-engineering departement (lce) on 2019-12-09: the most probable root cause could be determined as a displaced contact due to incorrect assembly of the connector on the battery pack. A device history review (DHR) was performed on 2021-07-07 and the DHR does not show any abnormality or issue that is related or can have led to the customer complaint. Based on these investigation results the reported failure could be confirmed. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required.

Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
A follow-up medwatch will be submitted when additional information becomes available. Further information has been requested but has not yet been received.

Event description:
It was reported that the rotaflow displays the error message b temp during patient treatment. Complaint ID: (B)(4).